Event description:
It was reported this was a venotomy closure of the common femoral vein using the pre-close technique via a 6f sheath hole prior to an ablation procedure. Reportedly, upon depressing the plunger the needles were deflecting the vein, a cuff miss occurred with all 6 prostyle devices. The pre-close technique was abandoned, the sheath was upsized to a 14f sheath and the ablation procedure was completed. A figure eight stitch was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The five additional prostyle devices referenced are filed under separate medwatch report numbers.